Manufacturer narrative:
Patient's weight unavailable. Device evaluation: the device was returned to the manufacturer and evaluated by a cross functional engineering team on 03 september 2020. It was estimated that 1/3 of the laser fibers were broken. A kink was identified just distal to the bifurcate cover, with no breach to the outer jacket identified in this area. A major kink was seen 9.5cm from the device''s distal tip. In the area of this major kink, broken fibers were observed and there was a confirmed breach in the device''s outer jacket. This has been determined to be a use related failure.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (lld's) were used as traction platforms for each lead to aid in extraction. The physician began extraction attempt of the ra lead using a spectranetics 16f laser sheath. He encountered heavy fibrosis in the subclavian region, up to the innominate juncture. Although progression was slow, he was able to make steady progress using traction and counter traction. However, just before entering the superior vena cava (svc), he failed to progress after multiple lasing attempts. He then removed the glidelight device from the body, with plans to focus rv lead extraction. However, at the time the glidelight was removed from the patient, the team noticed a red light appearing from the working length of the device near the distal tip. Upon further observation, the team noted the device''s outer jacket was open and the laser fibers were exposed. It is unknown when this damage happened during the procedure; however it was reported that this was a difficult lead extraction with significant scarring within the patient''s vasculature. The physician then used a new 16f glidelight device and successfully extracted both the rv lead and the ra lead with no reported patient harm, with the case resulting in a complete procedural success. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.